Event description:
Instrument broke during surgery and the broken part was taken out from pt -no pt injury. Device failed (e.g. Broke, couldn't get it to work or stopped working). Device was sold by (B)(6) 3-4 years ago. Purchased from (B)(6) in 2010 - delicate instrument.